Event description:
It was reported by the affiliate that during an angioplasty, a .014 180cm stabilizer plus guidewire kinked in the middle. The device was removed intact from the patient and a non-cordis wire was used to complete the procedure. There was no patient injury reported and the device was returned for analysis. The device was stored and handled according to the IFU. There were no anomalies noted when the device was removed from its packaging and during prep. The target lesion was the circumflex artery and had 80% stenosis, had an acute angle, and was calcified and tortuous. Evaluation of the returned device indicates that a stretched condition was observed at 3 cm from distal tip. According to the affiliate, ¿there was no issue at operator end. This might have happened during handling, packing, or transit of goods.¿

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: it was reported by the affiliate that during an angioplasty, a .014 180cm stabilizer plus guidewire kinked in the middle. The device was removed intact from the patient and a non-cordis wire was used to complete the procedure. There was no patient injury reported and the device was returned for analysis. The device was stored and handled according to the instructions for use (IFU. There were no anomalies noted when the device was removed from its packaging or during prep. The target lesion was the circumflex artery and had 80% stenosis, had an acute angle, and was calcified and tortuous. Evaluation of the returned device indicates that a stretched condition was observed at 3 cm from distal tip. A non-sterile unit of sgw stab plus .014 180cm j ss was received coiled inside of a plastic bag. A kink was observed on the guidewire at 11 cm and two bent conditions at 2 and 2.5 cm from distal tip end. A stretched condition was observed at 3 cm from distal tip. No other damages were observed. The guide wire was observed under vision system and no additional anomalies were found. The device history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿guidewire/kinked/bent-in patient¿ was confirmed due to the device condition received. The cause of the event experienced by the customer and the stretched condition found could not be conclusively determined; however procedural factors/vessel characteristics (tortuosity, angulation, calcification)might have contributed to the failures reported. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time.